Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had received a no delivery alarm. Customer stated that she received the alarm when she was attempting to deliver a bolus. Customer changed the infusion set and noticed that the cannula on the previous infusion set was slightly bent. Customer's blood glucose was 450 mg/dl. Customer treated with a bolus. Customer performed a 5.0 unit fixed prime and the insulin did exit. Customer was unable to remove the set at the time to examine the cannula. Customer was explained that there may be a possible a site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. Customer was advised to monitor the pump for any alarms or concerns.